Event description:
A zoll pt service rep (psr) contacted zoll customer support while fitting a (B)(6) male pt to report that the pt's monitor was making a buzzing sound and then would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon eval the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on c/a board (B)(4). An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fracture solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the damaged flash memory. The last pt to use this monitor did not report any problems.